Manufacturer narrative:
The device was not returned for analysis and the event as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Since the device was disposed and was not returned for analysis, the reported event of the torn curved cannula peek could not be confirmed. The record review revealed no additional information related to the event. Therefore, this investigation is unable to determine a probable cause and the conclusion code is cause not established.

Event description:
It was reported that the patient underwent an intracept procedure and the curved cannula peek was torn. The probe could not be inserted and a new intracept kit was opened to access the other side. There were no patient complications. It is unknown if there were any device fragments left behind inside the patient.